Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: this is a complaint about leakage of infusion drug during use. It was reported that an anticancer drug slowly leaked out from the spike insertion port of the phaseal infusion adapter c100j during use.

Event description:
This is a complaint about leakage of infusion drug during use. It was reported that an anticancer drug slowly leaked out from the spike insertion port of the phaseal infusion adapter c100j during use. The leak is coming from the spike connection of the infusion set inserted into the hole of the c100j infusion adapter.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one infusion adapter assembled to an IV set and inserted into an infusion bag was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the device or IV bag that could have contributed to the reported event. Functional testing was completed, liquid could move through the device without issue, and no disconnections or leakages were observed. Dimensional testing was completed on the returned product, including proper spike length, verifying all critical dimensions were within required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the sample evaluation and available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.